Manufacturer narrative:
D6b explant date provided e4 was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. Hemolysis and renal failure are known risks associated with impella cp as described in the instructions for use.

Event description:
An impella cp was inserted via right femoral artery in a 73 year old male for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities included dilated cardiomyopathy with advanced heart failure. The patient¿s clinical state prior to initiation of support was scai stage d. On day 2 of support, while in the intensive care unit, the patient's urine was dark colored, brownish, but not bloody. Labs hemolyzed with the device at p-8. This was decreased to p-6 and the labs provided results. The patient was also on sustained low-efficiency dialysis. The patient was making little to no urine despite receiving bumex. The device was explanted. Hemolysis and renal failure are known risks associated with impella cp as described in the instructions for use.

Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation type code and h6 component code were updated accordingly based on the completed investigation. The cause of hemolysis/mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review. The cause of the injury was not determined due to insufficient clinical details.